Manufacturer narrative:
(B)(4). Date sent to FDA: 05/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device v1059h; qjbczzq0 number, and no non-conformances were identified. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the issue of suture pull off occurred in 6 different procedures or did it occurred 6 times during the same procedure? 6 different procedures : (B)(4). Event date? (If multiple events, please provide date for each event) unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number provided is invalid. Please provide the correct lot #. (Additional information requested is for all 6 files: (B)(4).

Event description:
It was reported that an animal underwent a c-section procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. Additional information was requested.